Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The representative was unable to replicate the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a carinal biopsy procedure. It was reported that there was an inaccuracy. The site had just switched from a different system and re-registered using system b. They felt inaccurate on landmarks, and the tissue they biopsied was normal tissue. The site did an imri and were about 6mm shallow of the target. They measured off of the imri, aborted navigation, and too the biopsy manually. There was a reported delay of more than an hour.

Manufacturer narrative:
A software analysis was initiated. Software analysis was unable to determine the probable cause due to the returned archives being a different procedure performed on the patient. If information is provided in the future, a supplemental report will be issued.